Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure wherein the ipg was moved from the left anterior thoracic region and re-implanted in the right anterior thoracic region. The physician repositioned the ipg as a precaution to avoid the site where an infection and erosion had previously occurred (see MFR. Report 3006630150-2023-01556). The patient was doing well postoperatively.